Event description:
The customer reported that the battery was not charging. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not charging. There was no report of pt involvement. A philips field service engineer evaluated the device and confirmed the failure. Replacement of the ac power supply resolved the failure. Philips confirmed this failure as a malfunction of the ac power supply. The device passed all performance assurance testing and remains at the customer site.